Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal the tampons fell apart. She experienced irritation, infections, cramps, bloating, and heavier menstrual bleeding. She often felt unwell and had fatigue and was depressed. She took otc medicine for the pain and her symptoms improved until after her next period when they would return again.